Event description:
It was reported that the liner would not seat. It appeared that each side of the opening in the poly liner was hitting the tab on the stem and the opening was not big enough.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes: as returned the poly liner is in like new condition. It was dimensionally inspected and found to be conforming where measured. A witness mark was found around the anti-rotation lug cut-out. The witness marks around the anti-rotation lug cut out could indicate the liner was not suitably aligned with the anti-rotation lug on the stem. No other complaints of any type have been reported for the lot of liners. The liner was used for treatment. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.